Event description:
It was reported that the device was recently received back from service. There were no readings when the device atrial sensitivity and ventricular sensitivity were tested at the low end. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device passed all incoming tests.